Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid lines. Electrodes have been used. The wand is slightly bent from use. The black cover sleeve is deformed at the distal end. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected with no unexpected sparking. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after surgery, when hitting the ablate pedal, the evac coblation wand was giving off steam or smoke and it was sparkling. Additionally, it was noticed the distal tip had electrode wear. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).